Event description:
It was reported that there was battery depletion in the insulin pump. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional information regarding corrective actions was available.